Event description:
The user facility reported that water was leaking from their reliance synergy washer. No injuries or procedural delays/cancellations reported.

Manufacturer narrative:
A steris service technician inspected the unit and found the drying piston valve to be broken. The technician replaced the drying piston and seal ring, ran a test cycle and confirmed the unit to be operational.